Event description:
The "rapid gas loss" alarm sounded from the pump. Blood was noted in the tubing and the iab was removed. No second was inserted. As a result of the event, there was excessive bleeding and the pt needed a transfusion. The pt was stable after the event. Event complications: excessive bleeding/transfusion needed - rpt'd 7/21/97. Pt current status: in hosp. - rpt'd 8/12.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.